Event description:
Advocate stated her husband received a blood glucose reading of 99mg/dl from the breeze2 and a reading of 58mg/dl from the lab. He was sent to the ER where he was given something to eat and drink. He was then was discharged the difference between the readings fell in the "c" zone of the consensus error grid, which is clinically significant. The test strips are expected to be returned for evaluation. New meter and strips were sent to the customer.